Event description:
It was reported the patient went to the clinic due to hearing patient alert tones from their device and that the right ventricular (rv) lead impedance has been steadily rising for approximately two months. It was indicated the rv lead impedance started out at 560 ohms and had risen to 1080 ohms. It was noted there was no oversensing and thresholds were good. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.